Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes educator reported via phone call that the customer was hospitalized with diabetic ketoacidosis. It was stated that the customer was vomiting and was transferred from another hospital. The customer was not wearing the insulin pump at the time of hospitalization but information was not available. The customer had high blood glucose of 746 mg/dl due to a bent cannula. The infusion set was changed that same night. Educator was requesting infusion sets since the customer was traveling without supplies.